Event description:
The customer reported that during a procedure, the pt was in the lithotomy position in candy cane stirrups. The cautery pad was placed on the pt's inner right thigh. The procedure went as expected without any problems. Post-op removal of the cautery pad revealed no apparent injury. Later, day surgery reported to the operating room that the pt suffered what appeared to be a burn on her right inner thigh where the cautery pad had been placed. The injury was described as 2mm and was 2-3" in length. The burn was covered with a dressing. The pt was reported as recovered. The incident cautery pad is not being returned for evaluation. It was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.